Manufacturer narrative:
The rod, lock screw and tulip were returned for evaluation as well radiographs provided confirm the event but the shank was not received. The patient's post-operative physical activity is unknown. Review and communication confirmed the use of the observed cement although no particulate matter could be visualized in the images. Examination of the returned devices identified sever damage to the tulip and lock screw threads consistent with cross threading during assembly, contact marring of the inferior surface of the lock screw suggests contact and reduction force applied from an unreduced rod during assembly. Examination also identified the notched end of the rod and the inferior side on the internal hex feature of the lock screw incurred loss of material from micro motion after partial rod migration likely resulting in upward force resulting in the tulip separation. Dimensional inspection of undamaged sections conformed to prints. The summery of all the information and examination suggest the root cause was the result of an inadvertent error (cross threading) incomplete rod lock down leaving an unstable construct where patient activity and micromotion lead to disassembly and wear. No additional investigation can be completed. Manufacturing review: review of the device history records of all devices notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components, loss of fixation..." "Warnings, cautions and precautions the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient... Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants.... These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. Corrosion of the implant can occur. Implanting metals and alloys in the human body subjects them to a constantly changing environment of salts, acids, and alkalis, which can cause corrosion. Placing dissimilar metals in contact with each other can accelerate the corrosion process, which in turn, can enhance fatigue fractures of implants. Consequently, every effort should be made to use compatible metals and alloys in conjunction with each other... Confirm heights of screws match with patient's lordosis when securing lock screws. Failure to verify screw height following insertion may result in inadequate rod normalization...final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip. Ensure there is enough rod overhang when final tightening, and do not lock down on the conical portion of the rod. Failure to do so may lead to improper lock down of the construct. It may be necessary for the surgeon to add length to the rod, depending upon patient anatomy and desired lordosis. Care should be taken to insure that all components are ideally fixated prior to closure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings... Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings ¿ damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com." 9401385-en f-09/2018 new or updated information found on sections:b4, d9, g3, g6, h2, h3, h6, h10.

Event description:
On (B)(6) 2022 a patient underwent a posterior fixation. On (B)(6) 2023 a revision surgery was conducted due to the fenestrated pedicle screw tulip detaching from the screw shank post-operatively. During the revision surgery, it was found that the tissue surrounding the screw exhibited particulate matter with cement infiltration (it was noted that cement had been used in the index procedure). It was also noted that the rod had slipped out of the detached tulip, but the associated lock screw was still in place; the detached tulip was also noted to have damage to its internal threading. The detached tulip and screw shank were removed and replaced with a larger diameter screw with no further issues or patient impact.

Manufacturer narrative:
No product was returned, but radiographs provided confirmed the complaint. The patient's post-operative physical activity is unknown. Review of the radiographs identified the rod connector and lockscrew separated from the screw shank and rod. No devices were returned and due to poor imaging a failure mode cannot be identified. However insufficient torque, excessive post-operative physical activity, excessive construct loading, rod contouring and anatomical challenges are suspected as cause or contributors. Should the devices return for evaluation an additional report and investigation will be completed. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components, loss of fixation." "Warnings, cautions and precautions the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. Corrosion of the implant can occur. Implanting metals and alloys in the human body subjects them to a constantly changing environment of salts, acids, and alkalis, which can cause corrosion. Placing dissimilar metals in contact with each other can accelerate the corrosion process, which in turn, can enhance fatigue fractures of implants. Consequently, every effort should be made to use compatible metals and alloys in conjunction with each other. Confirm heights of screws match with patient's lordosis when securing lock screws. Failure to verify screw height following insertion may result in inadequate rod normalization. The screw dilator cannot be used to sequentially dilate around the tap-dilator combo. Therefore, the screw should be inserted without a dilator. Final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip. Ensure there is enough rod overhang when final tightening, and do not lock down on the conical portion of the rod. Failure to do so may lead to improper lock down of the construct. It may be necessary for the surgeon to add length to the rod, depending upon patient anatomy and desired lordosis. Care should be taken to insure that all components are ideally fixated prior to closure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings ... Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com." (B)(4).